Event description:
It was reported that a patient had gastroparesis. Her vns was turned off, though it is unclear if the device was disabled prior to or in response to the onset of gastroparesis. No further information has been provided to date.